Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and unresponsive, cause was unknown. Additionally, the pump declared an out of insulin alarm when a newly filled cartridge was loaded onto the pump. Customer¿s blood glucose was 315mg/dl. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issues were verified. Additionally the alleged false alarm issue could not be verified.